Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated as the device loaded all clips properly during functional testing and no relevant nonconformance's were identified during visual inspection. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: no clips came out of the clamp on two occasions. Failure to tighten the clip once. Another clip applier from the same batch was used and worked normally. Information received by company rep. Via email on 22may24 to the following: procedure: cholecystectomy. The surgeon does not remember what other concomitant devices were used. The clamp did not close once the clip was engaged (impossible to tighten, even partially). Patient status: patient is totally normal. Intervention: another clip applier from the same batch was used and worked normally.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: no clips came out of the clamp on two occasions. Failure to tighten the clip once. Another clip applier from the same batch was used and worked normally information received by company rep. Via email on 22may24 to the following: 1.procedure - cholecystectomy. 2. The surgeon does not remember what other concomitant devices were used. 3. The clamp did not close once the clip was engaged (impossible to tighten, even partially). Patient status: patient is totally normal. Intervention: another clip applier from the same batch was used and worked normally.